Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was complex regional pain syndrome type ii and non-malignant pain. It was reported that the patient felt that the pump wasnt functioning properly like it did when it was implanted. The patient denied any falls, accidents, back procedures, or back surgeries. The hcp attempted to do a dye study but was not able to aspirate from the cap (catheter access port). Future catheter revision or replacement was discussed. Surgical intervention was planned, but not yet scheduled. The issue was not resolved, and it was indicated that the hcp had no further information to provide regarding the event.